Manufacturer narrative:
Reliability analysis inspected 1 opened/used sensor and found needle hub separated from sensor's base. It was unable to perform insertion complaint due to complaint against serter.

Event description:
The customer reported via phone call that she was inserting a new sensor and the needle hub got stuck inside the serter and separated from the sensor. Customer's blood glucose value was low at 45 mg/dl; she stated she had treated. Customer has had this issue with multiple sensors. She stated the catch arm is bent. The sensor was replaced and returned for analysis.